Event description:
During insertion, the coil stretched.

Manufacturer narrative:
The product is available for eval and testing, however, it has not been received. Additional info will be submitted within 30 days of receipt.